Event description:
Pt was sitting in office at their home when vent inop. It reset itself. The vent was plugged into a commercial grade power source ahead of being plugged into the wall. The event happened twice. Pt was placed on back up vent. Audible/visual inop alarm. Accessories: hme. No pt harm.